Event description:
The resident was being transferred from the chair to a bed when the lift stopped suddenly. The operator pressed the emergency lowering button and the lift jolted to one side. The resident suffered a laceration to the left arm.